Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed three times at 8 atmospheres, 8 atmospheres, and 12 atmospheres respectively. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.